Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Blood glucose value at the time was 497 mg/dl. Customer started her coworkers noticed she was not acting right. The customer experienced sweating, abdominal pain, cramping, confusion, weakness and diarrhea. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check the settings. Insulin pump passed the self and displacement tests. The cannula was straight at removal. The customer was wearing the insulin pump at the time of hospitalization but is currently on back up plan per doctor instructions.